Event description:
It was reported "balloon pump did not alarm when they had helium loss/blood back". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of "pump did not alarm" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "balloon pump did not alarm when they had helium loss/blood back". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.